Event description:
Pt placed on infusion pump for administration of hydration fluids. Pt called and stated pump was saying infusion container was empty. Pt was unable to get pump to restart. Pharmacist drew a pump report via modem and determined that program had been erased. Pharmacist loaded new program and pump malfunctioned again. Due to this pump malfunctioning, pt's catheter occluded. This caused pt's therapy for hydration and pain control to cease. Also caused an emergency visit by nursing agency to attempt to get catheter unclogged. Pt will have to be evaluated for a new central line.